Event description:
A us distributor reported that a monitor was experiencing pulse voltage fault flags.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (pulse voltage fault flags) was confirmed. Upon investigation, the connector on the ca board came off with the defib pins causing the faults. The root cause for the damaged connector was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.